Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported seeing software problem 1- intellis, 2- 3. 6, 3- 243, 4- qf_ port on the controller yesterday when trying to charge the implant. The pt made a comment that they have already reset the controller and this has "happened before". Agent had pt reset the controller and confirmed the message was cleared. Agent had pt start implant charge session. Caller then stated that the controller keeps stopping and they have to reset when trying to charge the implanted neurostimulator and implant takes hours to charge. Pt then saw controller at 30% and implant at 40% recharging excellent. The caller then stated they noticed controller battery goes down really quick while charging the implant. Controller battery was low after a few minutes on the call. Pt denied damage to the recharger. Pt stated they charge everyday because they do not get a full 24 hours from an implant charge. Agent confirmed pt was recharging with the stimulation off. Pt denied falls or trauma but stated they have lost weight and is now 125 pounds (pt did not know how much they weighed when implanted). Pt stated they have had controller, battery pack, and recharger replaced. Caller mentioned they had the recharger and controller(stolen) replaced. Caller also mentioned that they had hand surgery in january and the whole "box" was stolen.